Manufacturer narrative:
Correction information: g6: follow up #1 h2:if follow-up, what type? H3:device evaluated by manufacture h6: coding changed based on the investigation result. H4:device manufacture date. Evaluation summary: the device was returned, but the cause could not be determined because based on the information obtained at this time, it is difficult to identify the failure phenomenon.

Manufacturer narrative:
(B)(4). If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of an event which occurred in canada within the pai region stating there was "a film on the lens and the water for cleaning the lens was ineffective at removing it" involving pentax medical video gastroscope model eg29-i10, serial number (B)(4). The user claimed the reported failure made the scope blurry and difficult to see. The customer owned endoscope was not received by pentax (B)(4) for evaluation as of 02-nov-2021. The investigation is in-process.